Event description:
Device 7 of 7. Reference MFR report#: 1627487-2011-05446, 05553, 05554, 05555, 05556, 05557.

Manufacturer narrative:
Results: visual inspection of the lead anchor revealed a fracture on one of the silicone suture holes. Various lab leads were successfully inserted into the lead anchor. The locking mechanism of the lead anchor functioned as designed. The lead anchor was functionally tested and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.